Manufacturer narrative:
The customer's report of significant venous return could not be confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. The root cause of the customer's report could not be confirmed.

Event description:
The reported feedback suggests that there was significant venous return.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that there was significant venous return. From the information provided, there is no report of patient injury or user harm.